Event description:
The hcp reported the "pump failed" in 2/2003 and again in 3/2003. A rotor study was done that show the pump not to be infusing. The pump was explanted and replaced. A follow up report will be sent when add'l info is received.